Manufacturer narrative:
The reported events were helix mechanism issue and unable to implant. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was extended and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to retract and extend. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix clogged with blood/tissue. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during the procedure, that the physician was having issue with the atrial lead helix and was unable to implant the lead. The patient condition was unstable.

Event description:
Additional information received notes that the atrial lead helix was unable to be extended. The physician elected to complete the procedure with a different lead. The patient was stable during the procedure.